Event description:
It was reported that during a coil embolization procedure, the physician experienced resistance advancing the coil, and consequently the coil detached inside the microcatheter. The microcatheter and coil were removed from the patient¿s body. The physician continued the procedure by replacing the coil with another of the same device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record (DHR) confirmed that the device met all material assembly and performance specifications. The facility reported the subject device as missing; therefore, analysis cannot be performed. Also, additional information obtained from the facility, indicated that no anomalies were observed on coil or pusher wire during preparation. Continuous flush was maintained through out the procedure and all movements were smooth and slow when maneuvering the coil within a compatible microcatheter. The unit was not rotated and repositioning was not performed. However, physician confirmed that resistance was encountered during advancement which may be an indicator that the coil may have become damaged on introduction and/or when advancing, limiting the performance of the device during the procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a coil embolization procedure, the physician experienced resistance advancing the coil, and consequently the coil detached inside the microcatheter. The microcatheter and coil were removed from the patient's body. The physician continued the procedure by replacing the coil with another of the same device. There was no reported clinical consequence to the patient.